Event description:
It was reported that the insulin pump was damaged at the battery cap and reservoir compartment entrance. The blood glucose reading was 217 mg/dl. The customer stated that half of the reservoir compartment's outer circumference had cracked and fallen off. He observed a stripped battery cap and scrapes on the screen. He noted that the damage occurred upon removal of the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with battery cap damage due to a stripped coin slot. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, and cracked reservoir tube.